Event description:
Rptr indicated that device reached it's early replacement indicator (eri) before it showed the intensified follow-up indicator (ifi). The rptr also indicated that they have seen approx 4 times before.